Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During the third power injection into a 6f diagnostic catheter, the catheter separated approximately one inch from the hub. The separation occurred outside of the patient's body, and the separated portion was retrieved successfully on the wire with no injury to the patient. The distal portion of the catheter was in the abdominal aorta when the separation occurred. There were no kinks or other damages noted.